Manufacturer narrative:
Additional narrative: additional procode: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 03.404.022s, synthes lot # 46p3577, supplier lot #n/a, supplier batch #6911015, release to warehouse date: 18mar2020, expiration date: 28feb2030, supplier: (B)(4). No ncr's were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a open reduction internal fixation (orif) of right femur procedure. It was noted that during the procedure when using the ria 2 with a 13mm reamer head, the reamer head detached from the ria 2 520mm drive shaft. The 4 tabs on the instrumented end of the reamer head broke off and had to be removed from the patient. It is unknown if there was a surgical delay. There was no patient consequence. The procedure was successfully completed. This report is for one (1) 13.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).